Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user has high glucose value note: unable to contact the customer at follow-up call on 04/07/2017. At follow-up call on (B)(6) 2017, the customer stated his condition had not improved. Customer stated he did not feel good and did not give any further details. The customer stated he had gone to the hospital on (B)(6) 2017. The diagnosis from the hospital had been high blood sugar; the blood glucose test result when at the hospital was 932 mg/dl. Customer stated he was given two bottles of fluid and insulin. The customer stated he was no longer in the hospital but did not say when he had left and disconnected the call. At follow-up call on (B)(6) 2017, the customer stated his condition had improved and he was not currently having any diabetic symptoms. Customer had stated he had gone to the hospital on (B)(6) 2017 and stated he had left the hospital on (B)(6) 2017. The customer stated he was still getting the e-5 error but was feeling well. Products were replaced.

Event description:
Consumer reported complaint for e-5 error: test strip error. The e-5 error occurred when the blood sample was absorbed. The customer's expected blood glucose test result range was undisclosed. The customer reported symptoms of excessive thirst and urination. The customer is legally blind and could not read the meter serial number. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot number was undisclosed. The meter memory was not reviewed for previous test result history.